Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 03/12/2025, that on (B)(6) 2025, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a skin reaction with inflammation, pimples and drainage underneath sensor pod area only, which occurred 5 days after the sensor had been inserted in the arm. The patient consulted an health care professional and the reaction was treated with a prescription of an oral unspecified antibiotics. The patient used over the counter disinfection kutasept as barrier product but it didn´t helped to minimize or prevent the skin reaction. No photo was provided. At the time of the report the patient was good. No additional event or patient information is available.